Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling was selected for use. During the procedure, the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.